Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked medication from the connection point during use. This complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "there had been a few instances where one of my clinics have had issues with a couple bd products when they were performing medication administration. In both instances medication sprayed out of the needle/syringe connection point." "In separate instances, my nursing team has had issues with the bd 3ml syringe when they were drawing up or administering medications. The first instance came about when nursing staff tightened a bd precisionglide 20g x 1" needle onto a bd 3ml syringe to draw up medication to administer to a patient. When the nurse pulled the plunger back on the 3ml syringe the medication spilled out surrounding the needle/syringe connection point."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/5/2020. H.6. Investigation: four sealed packaged syringe, confirmed to be from batch #0122550, were received by our quality team. The samples were taken out of the packaging and visually evaluated. No cracks, damage, or other defects were observed in the returned samples. The samples were then connected via luer-lok to the four safetyglide needles provided. No cracks formed and no issues were observed with the connection. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Since no defects were identified and the incident could not be verified, a root cause could not be determined. H3 other text : see h.10

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip leaked medication from the connection point during use. This complaint was created to capture the 1st of 5 related incidents. The following information was provided by the initial reporter: "there had been a few instances where one of my clinics have had issues with a couple bd products when they were performing medication administration. In both instances medication sprayed out of the needle/syringe connection point." "In separate instances, my nursing team has had issues with the bd 3ml syringe when they were drawing up or administering medications. The first instance came about when nursing staff tightened a bd precisionglide 20g x 1" needle onto a bd 3ml syringe to draw up medication to administer to a patient. When the nurse pulled the plunger back on the 3ml syringe the medication spilled out surrounding the needle/syringe connection point."